Manufacturer narrative:
(B)(4). Batch # r94d61. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic band removal, the tip of the enseal slipped off while trying to dissect adhesion and the tip had to be removed from the patient. Case completed with another device of the same product code. There were no patient consequences reported.